Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination and a functional leak test revealed the leak was coming from a hole in the reservoir. The root cause was determined to be inadequate welding on the reservoir seam. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report of a patient control module (pcm) that had a leak. The concomitant medical products are currently unknown. This condition was observed before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any relevant additional information becomes available.